Event description:
A hosp o.r. Supervisor reported that the video image became distorted as a physician was attempting to repair a pt's hernia. The procedure was completed with a second device and there were no injuries related to the occurrence.